Manufacturer narrative:
H10. Pending investigation.

Event description:
Legal case ¿ USA (B)(4). Patient ID: (B)(6) it was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2019, and then experienced revision surgical procedure on (B)(6) 2021 approximately 2 years and 5 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2021-00741.